Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, he had surgery on his right eye on (B)(6) 2025, but everything went well and his vision was excellent. He had reported vision problems with his left eye. He reported good near vision but poorer vision at medium distances (approximately 4 m) and blurred distance vision (he saw signs blurred when driving at a distance of approximately 30 m). The patient was concerned and wondered, if the doctor might have used the wrong implant for the left eye, which should have been inserted three days after the right eye but was ultimately inserted a week later. Sample remains implanted. Additional information has been requested and received stating that patient stated no improvement. Left eye was cloudy after a few meters. It was difficult to read signs, was told that the halos at night did not bother and getting used to it. Eye drops 4 times a day for 30 days in both eyes was given as treatment.